Event description:
Voluntary medwatch rec'd by MFR states that the pt rec'd >8.0 inr twice on the same device and 6.7 inr on an additional professional device while a comparison lab drawn returned as 3.6 inr. No adverse event reported. No actions reportedly taken based on device results. No contact info was provided and therefore no device return/replacement is possible.

Manufacturer narrative:
Device serial number was not reported on voluntary medwatch.